Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: device code a020503 is selected to represent the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used during a laser lithotripsy procedure performed on (B)(6) 2024. During preparation, the packaging was damaged and contaminated. Seal was compromised. The procedure completed via alternative method. There were no patient complications reported as a result of this event.